Event description:
It was reported that two equalizer balloons ruptured during aortic stent placement. An equalizer occlusion balloon catheter was chosen to assist with treatment for percutaneous aorto-bi-iliac stenting of an abdominal aortic aneurysm. An arteriography was performed to locate the renal arteries, and the stent was gradually deployed. The stent deployment was completed from the right side to the external iliac since the right hypogastric was occluded. During deployment of the aortic stent, the equalizer balloon ruptured. Another equalizer balloon was used; however, that balloon also ruptured. There were no patient complications or additional intervention necessary.